Event description:
After using arthorwand 3.5 mm 90 degree and arthrowand capsure to perform a lateral release and a medial shrinkage respectively, the surgeon noticed a first degree burn at the surgical portal on the knee which measured approximately 1.5 x 2 cm. The pt was released from the hosp without further treatment. Approximately one week after the knee procedure, the surgeon rec'd a call from the pt's parents informing surgeon that skin grafts for a third degree burn had been performed on the pt by another surgeon at another medical care facility.